Event description:
It is reported that there was black residue on the inside of the plastic wrapper packaging. The surgeon opted to open another implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.